Event description:
On (B) (6) 2010, the patient's daughter reported the patient has had elevated blood glucose readings in the morning of around 400 mg/dl with his normal range being around 130-180 mg/dl. She stated she thinks the elevated readings are the result of leaking or of insulin pooling at the patient's site. To treat his readings, the patient changes his insulin infusion set and delivers insulin via injection. She said the patient changes his headset and tubing every 2-3 days and the cartridge every 4 days. She was instructed to have the patient disconnect from his headset and try to bolus which he did until insulin flowed from the tubing. The time, date, basal rate, and bolus history were confirmed to be accurate. She stated the patient has a large amount of scar tissue at his site and has difficulty inserting his infusion headset. A courtesy guide to infusion site management was sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.